Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated causing the unit to shut down, which confirmed the original complaint issue. However, there was no indication that there was a failure of the alarms. Therefore, this is no longer an FDA reportable event.

Event description:
The dealer stated the unit will shut down without alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the unit will shut down without alarm.